Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that ventricular events appear to show afib, with the ventricular lead also showing the afib. This potentially indicates that the rv lead is in the atrium. Lead tests were attempted, but because the ventricular lead is indication vt, testing was suspended. This lead remains implanted at this time.